Manufacturer narrative:
An event regarding infection involving a v40 cocr lfit head 40mm/+8 was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: no medical records provided for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported by the patient's attorney that allegedly in the (B)(6) 2013 the patient began to experience swelling and pain in the right leg and it was discovered a right groin fluid filled lymphocele which was drained on (B)(6) 2013. It is further alleged that the patient had elevated cobalt levels in her blood and was revised on (B)(6) 2013. The revision operative report states a postoperative diagnosis of "infected right total hip replacement".

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Additional devices listed in this report: cat: 542-11-50e, trident psl ha cluster 50mm, lot mkn27r. Cat: 623-00-40e, trident 0 deg insert 40mm, lot mkrla1. Cat: 2060-0000-1, acetabular dome hole plug, lot mkr2ed. Cat: 2030-6540-1, 6.5 cancellous bone screw 40mm, lot mknd4e. Cat: 2030-6516-1, 6.5 cancellous bone screw 16mm, lot mlar3n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the patient's attorney that allegedly in the spring of 2013 the patient began to experience swelling and pain in the right leg and it was discovered a right groin fluid filled lymphocele which was drained on (B)(6) 2013. It is further alleged that the patient had elevated cobalt levels in her blood and was revised on (B)(6) 2013. The revision operative report states a postoperative diagnosis of "infected right total hip replacement".